Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot were performed and passed. Receiver functional testing was performed and passed. Audio\vibration test with dexcom global receiver communication tool was performed and passed. "Try-it" audio\vibration test to test alert\alarms was performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. Measure the speaker and vibrator resistance were performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.